Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the forceps elevator of the duodenovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595. The initial medwatch reported that device evaluation found foreign material on forceps elevator; however, the customer returned the device without reprocessing the device which caused the foreign material to remain on the device. This issue is not likely to cause or contribute to death or serious injury if it were to recur.